Event description:
It was reported that the patient's pump eroded a fourth time. The patient's pump was relocated and placed under the rectal sheath. The patient was healing well three weeks after the surgery. The drug contained in the patient's pump was lioresal. Reference MFR report #3004209178200807171, 3004209178200807173, 3004209178200807178.